Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-jan-2019 with the following findings: on investigation, all keypad buttons demonstrated normal response when tested, the keypad cover was intact and without damage and there was no evidence of button contact contamination. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.